Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016 due to embolic stroke. It was reported that the vad team had requested the patient to have inr checked as the patient was at home, but 2 weeks passed until the patient went to have the inr drawn. The patient's inr was 16. All anticoagulation was discontinued. Vitamin k was administered and the inr still continued to increase. A repeat inr was reported at 19.0. The patient then began having neurological changes and a CT revealed a hemorrhagic stroke. After being off of anticoagulation, the patient's lactate dehydrogenase level was greater than 2000 u/l, auscultation of the pump provided grinding sounds, the patient's av opening on echo, and the patient was experiencing recurrent heart failure symptoms. The patient was discharged home with comfort measures and hospice care. On (B)(6) 2016 the patient expired. No autopsy was performed.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to a primary care physician with an upper respiratory infection and was placed on antibiotics. The patient's inr went from 2.0 to 19.0 and the patient was treated with a total of 20 mg of vitamin k in oral and intravenous form at an outlying facility. The patient was then admitted to the implanting center for follow-up and treatment. The customer reported a concern for thrombosis. On admission, the patient's inr was 1.0 and a heparin infusion was started. On (B)(6) 2016, it was reported that the pump speed was fluctuating between 8920rpm and 8960rpm with a set speed of 9000rpm, and the pump had an "abnormal sound." The patient's lactate dehydrogenase (ldh) was 2000 u/l, plasma free hemoglobin was in normal range but was trending upward, and the urine, which had been normal in color, was dark in appearance. The patient's mean arterial pressure was 60-80 mmhg. On (B)(6) 2016, the customer submitted a system controller log file for review by the manufacturer's technical services representative. There were no pump power or other trends observed that would be indicative of thrombus. No additional information has been provided.